Event description:
The incident occurred when a clinician was drawing a blood sample from a patient, through the pre-pump arterial medication port on our a217 btl, during a treatment on a b. Braun dialysis machine. Immediately after the blood was drawn, the injection port did not reseal and air began getting sucked into the system, lowering the blood level in the drip chamber. The blood sample was being drawn at the beginning of the treatment. There was no blood loss or harm done to the patient. This is reported as a single incident.

Manufacturer narrative:
Evaluation of complaint samples. Visual check. We received complaint sample of blood tubing set 1 set and unused sample of blood collection needle 21g (monoject) 2 pcs. After cleaning the sample by formalin solution, we could observe a hole at edge of the rubber both arterial side and venous side . Leak test: after we separated the rubber from injection port and tried to get rid off the dry clotted blood inside hole of the rubber, then conducted leak test. The leakage was observed immediately at the puncture site. Estimation of cause: we estimated that the possible cause may come from coring during blood collection, but we could not reproduce this incident by our testing. Moreover, we did not receive an actual sample of blood collection needle, so we do not know that the inside needle has any foreign matter or fragment or not. So, the cause is not identified in this time. Corrective action: as we could not reproduce this incident and we never received this complaint when start using the silicone rubber button since year 2002, so, the corrective action is not implemented. Others: if you do not have any questions or comments on our reply, we will close this complaint within thirty days.